Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10), to update d9/h4, and to correct h6 (problem code)/h10. Correction to h6: please disregard problem code "1184 - display or visual feedback problem" as it was inadvertently selected. Correction to h10: the customers allegation was confirmed, the air/water flow issues from the clogged nozzle resulted in an error 128 on the cleaning sterilization and disinfection (cds) machine. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with white fibrous foreign material, however, the specific material could not be conclusively identified. It was noted that the fibrous deposits looked like debris from cleaning tissue. Additionally, the cause could not be specified as there was no damage to the area where the material was detected and there were no reported deviations from the instructions for use (IFU). In addition, the following non-reportable malfunctions were found during the device evaluation; the distal end cover, scope connector cover, switch box, and plug unit contacts were damaged. The bending angulations were out of specifications. The connecting tube and light guide tube had buckled. Lastly, the key top 1 rubber was perforated. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope displayed scope communication error (e128) message. The reported issue occurred during cleaning sterilization and disinfection (cds) of the scope while in the machine. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign material in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. As of this report, the customers allegation has not been confirmed. During the device evaluation, it was observed that foreign material was clogging the nozzle due to incorrect or insufficient reprocessing of the scope. Additionally, it was observed that the adhesive part on the bending rubber was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.